Event description:
It was reported to bsc/target that the dsb would not mount on coaxial catheter (750150) during preparation. Upon evaluation the dsb was found to be leaking therefore the complaint became an MDR.